Event description:
A doctor contacted baxter (B)(4) regarding a leak from a uv flash transfer set. The leakage was found on the tubing of the set, while it was being disconnected from the drain bag by the clean flash. The set had been in use for 1 day. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a leak from a transfer set was confirmed during the sample evaluation; however, a root cause could not be determined. One used set with cap on spike and no cap on patient connector was received for evaluation in reference to leak. Functionally the set was hand tightened with a (B)(4) lab titanium adapter without difficulty. The set was tested underwater at 8 psi with leak noted from cut approximately 1 9/16? From sleeve in closed position.